Event description:
It was reported that during implant attempt, after positioning of the leads with good results, when the leads were connected there was no secure and stable function. The device was removed and not used. Then the implanter take another device, now all functions were quite good. There were no patient complications reported as a result of this event. The patient's status was reported to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.